Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00113.

Event description:
It was reported that the cervical cage was put in place and then impacted to insert the anchoring plate. Radiological control shows that the impact caused the cage to move, but the stop on the inserter should have prevented this. The surgeon was able to readjust the position of the cage and place the anchoring plate in the cage by gently impacting it without moving it. There were no patient impacts. This is report one of two for this event.

Event description:
It was reported that the cervical cage was put in place and then impacted to insert the anchoring plate. Radiological control shows that the impact caused the cage to move, but the stop on the inserter should have prevented this. The surgeon was able to readjust the position of the cage and place the anchoring plate in the cage by gently impacting it without moving it. There were no patient impacts. This is report one of two for this event.

Manufacturer narrative:
Inspection: the products were not returned and no photos were provided, so a physical evaluation is unable to be performed. DHR review: the DHR for the cage (pn mc1320p) was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.